Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a problem manipulating the scope at the section where the insertion tube and boot meet and the the physician was unable to view the full image due to the scope insertion tube not being able to bend accordingly. The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation.. New information added to the following fields: h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscope. Olympus will continue to monitor field performance for this device.